Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was returned and the repo unit was pressure tested and no leaks were found. The repo unit was examined, and no damage was found. The root cause of the repo leak was most likely use related due to patient movement. If patient movement shifted the insertion angle or positioning of the repo unit it can create a gap between the sheath and the blue butterfly. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was oozing from the repo sheath. Repositioning the sheath with side port did not resolve the oozing. Continuous venovenous hemodiafiltration (cvvhd) ongoing, low dose. No other information provided. The patient survived the procedure.